Event description:
It was reported that an unspecified sensor issue occurred. Date of event is an approximation. The patient reported experienced passing out/ fainting episode for the first time on sunday, (B)(6) 2025. She partially attributes the incident to a malfunction of the sensor, although the specific nature of the malfunction was not detailed. The behavior of the display device at the time of the event was not discussed. The glycemic state of the patient during the episode was not documented. There was no record of the treatment or management of the patient's condition on the date of the incident. Symptoms or treatment of hyperglycemia were not discussed during the call. Of note, the patient uses the tandem t: slim insulin pump in modified closed loop. Follow-up attempts to contact the patient for additional details about the event on (B)(6) 2025 did not yield further information. At the time of the report, the patient was fine. Performance data was reviewed. On (B)(6) 2025, the patient's low alert threshold was disabled. At 05:53 pm, the patient's estimated glucose value (55 mg/dl) dropped to the urgent low alert threshold (55 mg/dl), and the app delivered an urgent low alert at 30 percent volume. At 05:58 pm, the app delivered the urgent low alert at 50 percent volume. At 06:03 pm, the patient's estimated glucose value (egvs) dropped to low (less than 40 mg/dl), and the app continued to deliver urgent low alerts at 100 percent volume until 06:23 pm. At 06:28 pm, the patient's egv (59 mg/dl) returned within range. In addition, the app experienced multiple instances of signal loss under an hour on (B)(6) 2025. The probable cause could not be determined. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.